Event description:
It was reported that the electrocardiogram (EKG) input on the programmer was in need of repair. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Noisy EKG (electocardiogram) signal. EKG connector loose on a printed circuit board assembly.